Event description:
It was reported that during implantation procedure, low sensing and loss of capture was noted on the right atrial (ra) lead. The lead was retrieved, and the atrial implant was aborted. The patient was stable.